Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: device malfunction has been reported. It was reported via a trial that in late 2008, the pt underwent stenting of the pre-dilated restenosed mid lad with a xience v stent. Prior to the study stent placement, the pt underwent catheterization and balloon angioplasty to the target lesion. Starting in 2009, the pt experienced occasional angina which was relieved with the nitroglycerine tablet. There was no additional treatment reported and the condition continued. The following month, the pt experienced unstable angina and was hospitalized. Diagnostic coronary angiography was performed and restenosis within the xience v stent was reported. Percutaneous coronary intervention was performed as treatment. The pt was discharged four days later. There is no additional info available.

Manufacturer narrative:
Angina and restenosis as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. Additionally, these pt effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications. These pt effects are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina is a secondary effect of the restenosis in which the pt was reportedly treated successfully with pci and hospitalized.